Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 6/9/06 inratio 0.9, lab 3.8; respectively; date 6/9/06 inratio 1.7, lab 3.8. Caller alleged imprecision with inratio. Results as follows: 6/9/06 first test inr=0.9 second test inr=1.7

Manufacturer narrative:
See scanned table